Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced air in line. The following information was provided by the initial reporter: the nurse removed the set and found the top portion of the pump segment had ballooned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: 1 sample model # 2420-0500 and lot# 22033447 was received with package and 2 photos were also returned by the customer. The photos show the balloon in the pump segment, therefore they verify the complaint. Air bubbles in tubing and pump segment had ballooned was observed when roller clamp was in closed position. As soon as roller clamp was opened the balloon in pump segment defused and for testing it ensured that no twists were in the tubing. Then the set was primed to the alaris pump and an infusion run was conducted for 1 hour successfully. No defects were identified, and the failure was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model #2420-0500 and lot number 22033447 was performed.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced air in line. The following information was provided by the initial reporter: the nurse removed the set and found the top portion of the pump segment had ballooned.